Event description:
During the implantation procedure, the setscrew came out of the header. Therefore, it was not implanted. A new reply device was implanted successfully.

Event description:
During the implantation procedure, the setscrew came out of the header. Therefore, it was not implanted. A new reply device was implanted successfully.

Manufacturer narrative:
December 30, 2010. The analysis on this device is pending.

Manufacturer narrative:
(B)(4) 2010. The analysis on this device is pending. (B)(4) 2011.